Event description:
Pt implanted with nail on an unk date. The nail broke 8 weeks after implantation. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.